Manufacturer narrative:
D9: the date of the device return for evaluation is unknown. The console (aic) was returned for evaluation. After review of the console logs, the purge change wizard, alarm event #402, purge disc not detected was triggered after purge cassette was inserted. Troubleshooting of pc removing, and re-inserting failed to resolve the alarm. Another purge cassette was used, but same alarm was triggered for not detecting the purge disk. Upon inspection of the console, the purge assembly area confirmed broken purge clip/ blue retainer. The purge disc retainer was replaced, and a functional check was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited purge disc not reading. This occurred while changing the purge cassette. No reported harm to patient.